Event description:
Rv lead triggered a lia or high rate non-sustained episos and sensing integrity counter (sic) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).